Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, while a surgical technologist tested equipment before the surgeon came into the room, it was observed that the battery oscillator device was not functioning properly and quit working. There were no delays to the planned surgical procedure. A spare device was used to complete the surgical procedure. The patient was in the operating suite but the surgery had not started yet. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run and the trigger was sticking. Therefore, the reported condition was confirmed. It was determined that the wire insulation on the electronic control unit wires and contacts were damaged, the electric motor had strong vibration, and the bearings, seals and trigger components were worn. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.